Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.